Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that cross talk was noted on the patient's device causing pacing inhibition and thus loss of capture on ventricular channel. The patient experienced dizziness and was dependent. Issue was resolved by programming changes. The patient was stable.